Event description:
According to the event description: nurses realise that the fluid in the pump is still completely full after the pump has been running for 6 hours. The pump has not drawn any fluid.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.